Event description:
It was reported that the ¿pump is not working right¿ and ¿it is not providing the medication¿. The patient was experiencing increased pain for 4 days. It was reported approximately 6 weeks later that telemetry logs from the pump had not been read. The device system was used to deliver morphine. No further information was available.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# j0177964r, implanted: (B)(6) 2001, product type: catheter. (B)(4).